Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. . Concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2009. (B)(6).

Event description:
It was reported that right ventricular (rv) lead, lead integrity alert (lia) triggered due to oversensing. There were also episodes of oversensing with non-physiologic cycles. It was also reported that criteria for rv impedance issue was met. The rv was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The outer insulation of the lead was ruptured, and breached due to bi/multi-lumen tubing voids while in vivo.

Event description:
It was also reported that the lead had a fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.